Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened. The working length does not have kinks or bends. The cutting wire was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused most likely due to procedural or anatomical factors encountered during procedure, or if there was contact between the device and the scope during energization, or if the device exceeded the maximum rating of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and can cause a premature cutting wire fatigue. Additionally, kinking/bending of the cutting wire can lead to a break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when they performed sphincterotomy on the ampulla, the cutting wire of the dreamtome rx 44 snapped during the cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when they performed sphincterotomy on the ampulla, the cutting wire of the dreamtome rx 44 snapped during the cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.